Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was an inaccurate delivery issue. There was no additional information provided and troubleshooting could not be completed at the time of the call. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved.

Manufacturer narrative:
The device evaluation was inadvertently omitted from the initial report submitted on 12/10/2014 for investigation findings from 11/04/2014. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014. The original complaint could not be confirmed or duplicated. The last basal delivery was on (B)(6) 2014 at 09:51; there was no activity outside of normal use observed. The total daily dose added up and correctly reflected the programmed basal rate target. The pump reflected 24 units after a 24 hour/1 unit/hour duration test. The pump delivered within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.